Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they had been charging their implant at 10am every morning, and when they got up 2 days ago, the implant was totally empty and in the red. Patient said last night when they were ready to go to bed, the implanted neurostimulators battery was only at 30%, so they charged the implant for a while until they could get it to 80%. When patient got up this morning, the battery was still down to 30%. Agent asked patient if they had made any changes to their therapy or groups, and patient said they saw their doctor about a month ago and didn't think the implant battery was working correctly because it seemed like they were having pain. Patient mentioned that the manufacturer representative (rep) zapped them once and told them that should do it. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient stated issue with charge frequency seemed to begin about 3 days ago over the weekend.